Event description:
It was reported that patient underwent right initial total hip arthroplasty on (B)(6) 2011. Subsequently, patient was revised on (B)(6) 2015 due to pain and high levels of metal ion count in his blood work.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, it states: "intraoperative or postoperative bone fracture and/or postoperative pain." & "elevated metal ion levels have been reported with metal-on-metal articulating surfaces."